Event description:
A (B)(6) old male patient contacted zoll customer support for an unrelated issue with his battery. The patient was issued a replacement battery pack. Upon receipt of the battery, servicing detected a reportable problem. The battery would not charge or power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed as received, the battery would not charge or power on a monitor. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge or power on is the corrosion on the pca board. The cause of the corrosion in liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.